Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was hospitalized for hyperglycemia "partially" due to an insulin leak from the cartridge. The blood glucose results were 230 mg/dl and 657 mg/dl prior to the event taken on the patient's competitor blood glucose meter. The timeframe between these results were not provided. The patient had symptoms of thirst and unable to sleep. The patient tried to lower his blood glucose level by treating with extra insulin, drinking water, and trying to walk around. He first gave himself 15 units of insulin through the infusion device and then an additional 8 units of insulin. The type of insulin taken was unknown. The patient's blood glucose level did not lower so he went to the hospital. The patient was treated with an additional 15 units of insulin by injection and fluids via IV at the hospital. The patient was in the emergency room for 8 hours and the blood glucose result was around 180 mg/dl when he was released. Upon a callback to the patient, it was reported the patient was hospitalized again on (B)(6) 2017. No further details were provided for this event. Product was requested to be returned for evaluation.